Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was detached from the pusher assembly. The distal end of the embolization coil was hanging out of the distal end of the introducer sheath, and was stretched and kinked. The proximal constraint sphere was inside the distal detachment tip (ddt), and the stretch resistant wire (sr wire) protruded approximately 12.0 cm from the ddt. Conclusions: evaluation of the returned device revealed the embolization coil was kinked and stretched. This damage may have occurred due to forceful advancement of the ruby coil against resistance. Further evaluation revealed the embolization coil was detached from the pusher assembly, the proximal constraint sphere was inside the ddt, and the sr wire was protruding from the ddt. This failure likely occurred due to forceful retraction of the ruby coil against resistance, which may have caused the distal end of the sr wire to separate from the embolization coil and allowed the embolization coil to detach. The kink observed on the pusher assembly, as well as the retraction of the pusher assembly mid-joint proximal to the introducer sheath friction lock, were likely incidental and may have occurred during packaging for return to penumbra. Due to the lack of details provided in the complaint report and the extensive damage observed throughout the ruby coil, the root cause of the difficulty advancing could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
It was reported that the ruby coil would not advance. No further details were provided. The manufacturer has requested additional information from the customer; however, no additional information has been obtained.